Event description:
Customer called to report multiple sensor issues on the insulin pump. Customer's blood glucose reading was 404 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor; showed the sensor failed per specifications due to no isig readings detected, also found the sensor cannula was bent. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used. Unable to duplicate your reported issue of skin irritation in the lab.